Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with realme phone with android operating system version 14. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced convulsion, seizure, a loss of consciousness and was unable to self-treat. Initially, the customer was treated with juice provided by the non-healthcare professional and later on, glucagon injection was administered by the healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing low glucose alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with realme phone with android operating system version 14 and app version 2.121.2.11107. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced convulsion, seizure, a loss of consciousness and was unable to self-treat. Initially, the customer was treated with juice provided by the non-healthcare professional and later on, glucagon injection was administered by the healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.